Event description:
A customer observed repeatable false positive total b-hcg results on samples from one pt. Biased results were reported, and the clinician questioned the results. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as the result of this event.